Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the side bail covers are broken and the ring bail is bent. (B)(4).

Event description:
It was reported the device failed the ventricular sensitivity test. The device was returned for repair. No patient complications were reported as a result of this event.